Event description:
In 2005, patient was seen twice in the emergency room for worsening eye pain and was prescribed erythromycin ophthalmic ointment. One day later, he was seen by hcp and was placed on zymar. On the evening of the same day, patient called hcp with worsening pain and was placed on homatropine. On the following day, he was seen by hcp, an infiltrate was diagnosed and he was placed on vigamox. A culture was performed the next day, and he was placed on fortified vancomycin and tobramycin in addition to ultram and acular. Patient was seen one day later and the following day with worsening condition and was sent to a specialist who diagnosed a fungal corneal ulcer - fungal keratitis - and started voriconazole, natamycin, and amphotericin; zymar was discontinued, vancomycin and tobramycin were decreased, vicodin was started. Over the next few visits, patient improved, all medications were stopped by two months later. Vision improved, but he had loss of visual detail os. Six months later, hcp reports central and nasocentral corneal scarring os, corneal flattening in area of scarring inducing irregular astigmatism across the pupil.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the company did initiate a broader investigation of reported fusarium keratitis events that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release sterility criteria. Where product retain sample testing was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.